Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump alarmed bolus stopped during the error test.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. Nothing further was reported.